Event description:
Additional information was received that a revision procedure was performed where the right ventricular (rv) lead was surgically abandoned and the device was explanted. During the procedure fluoroscopy imaging did not yield any significant findings. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements. It was noted that the impedance measurements had been trending high prior to going out of range. The patient was scheduled for a consultation with the physician. An x-ray did not reveal any significant findings. No other programming changes were made and no surgical interventions occurred. No adverse patient effects were reported.